Event description:
The customer questioned alinity m resp-4-plex results for seventeen patients. The following was provided: sid (B)(6) target cov2_4pce result 37.91 on (B)(6) 2022. Sid (B)(6) target rsv_4pce result 37.38 on (B)(6) 2022. Sid (B)(6) target cov2_4pce result 35.71 on (B)(6) 2022. Sid (B)(6) target cov2_4pce result 37.89 on (B)(6) 2022. Sid (B)(6) target cov2_4pce result 37.85 on (B)(6) 2022. Sid (B)(6) target cov2_4pce result 37.96 on (B)(6) 2022. Sid (B)(6) target cov2_4pce result 37.64 on (B)(6) 2022. Sid (B)(6) target cov2_4pce result 37.68 on (B)(6) 2022. Sid (B)(6) target cov2_4pce result 37.74 on (B)(6) 2022. Sid (B)(6) target rsv_4pce result 38.7 on (B)(6) 2022. Sid (B)(6) target flub_4pce result 38.3 on (B)(6) 2022. Sid (B)(6) target cov2_4pce result 38.06 on (B)(6) 2022. Sid (B)(6) target rsv_4pce result 40.53 on (B)(6) 2022. Sid (B)(6) target cov2_4pce result 33.81 on (B)(6) 2022. Sid (B)(6) target cov2_4pce result 36.72 on (B)(6) 2022. Sid (B)(6) target cov2_4pce result 34.16 on (B)(6) 2022. Sid (B)(6) target cov2_4pce result 36.46 on (B)(6) 2022. No further information was provided regarding the expected patient results, therefore as all results indicated are positive the results will be considered as false positive results. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number. File attachments.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review. The customer data review for the questioned samples was performed. The run which involved the discrepant result was valid, met assay specification requirements, and no error codes or flags were displayed for the controls. Quality data review. Device history record (DHR) / batch record review: the DHR review for alinity m resp-4-plex amp kit (list 09n79-090) lot# 527142 was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. Corrective action preventative action (CAPA) / non-conformance (nc) review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot# 527142 (including the components) was performed to identify any records that were potentially related to the reported complaint. This CAPA review did not identify any existing internal issues or post-production use issues related to the reported complaint for the lot numbers under investigation. Complaint history review. A lot specific complaint history review was performed to identify related complaints to the ticket being investigated. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot# 527142 was not identified.